Event description:
A caller reported a malfunction on the pump, specifically a code identified as malf 12. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and was instructed to call back if any further issues arise.